Event description:
Additional information was received from a healthcare professional (hcp). The patient had a medical history of: post laminectomy syndrome of lumbar region, spinal stenosis of thoracic region, valium 10mg po, mechanical complication of nervous system device (implant and graft), opioid dependency, spondylosis with myelopathy (thoracic region), lumbosacral neuritis or radiculitis (unspecified), narcolepsy, rsd/crps of the lower limb, generalized anxiety disorder, major depressive affective disorder (single episode, moderate), enthesopathy of hip region, migraine, economic problem, tobacco use disorder, depression, occupational problem, problem with care of sick person, dietary counseling and surveillance, hospitalizations (2006, pneumonia), 2005 pain pump implanted, back surgery and subsequent spinal fusion (2001), spinal fusion with rod and pedicle screws (2002), pedicle screws removed (2003), hysterectomy (1990), spinal cord stimulatory 1 day test trial (2003, not implanted), and cholecystectomy. Allergies to: duragesic-75, wellbutrin xl, and morphine sulfate. Medications: lexapro, lyrica, suboxone, synthroid, toradol, estradiol, vitamin d, potassium chloride, and furosemide. It was reported that the onset of the reported event was (B)(6) 2016. The catheter and pump were both replaced on (B)(6) 2016. The catheter was clogged with a stopped pump. The patients catheter intrathecally goes to level of t8 and takes some type of drop turn entry point either at the l3-4 level or 2-3 level. There was an orphan catheter in there but the highest catheter was at t8 but the hcp could see the lower catheter was at t11. The hcp did not believe either catheter was an ascenda based on an x-ray, believed that they were older model catheters. The pump was interrogated and a stopped pump command had been performed previously. The hcp stated that obviously the catheter was completely clogged and the pump would need to be replaced as well. The patient was someone who used too much nicotine (smoked a pack of cigarettes a day) and would need to be sent to a (B)(6) clinic. Patient needed to pass (B)(6) clinic to get her surgery. The patient was to be kept in the hospital for 3 days to watch for a spinal leak and the hcp thought it was quite clear that the patient was someone who was at risk of a higher rate of infection. Needed to remove old catheter, place a new catheter, and fix the cerebrospinal fluid leak cause but removing the two old catheters. Patient wanted to keep using a 20ml pump. Hcp s pent over 60 minutes with the patient and over 60% of the time was spent in counseling and coordination of patient care. The pumps elective replacement indicator (eri) was at 11 months. The pump was also beyond low reservoir alarm. The patient went to the emergency room (ER) on two different occasions due to an increased pain level. The onset of low back pain has been sudden following an incident at work and has been occurring in a persistent pattern for years. The symptoms have been associated with back stiffness and leg weakness.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (20 mg/ml) via an implantable pump for non-malignant pain and lumbar radiculopathy. It was unknown when the event occurred, but the patient stated that there had been a problem since (B)(6) and that the pump hadn¿t been working since at least january and it took a long time to get it scheduled for replacement. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. The pump was replaced per routine procedure and the catheter was found to be broken. The catheter was completely explanted on (B)(6) 2016 and replaced. As of (B)(6) 2016, the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.